Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in a moderately tortuous and moderately calcified proximal left anterior descending artery that was 80% stenosed. Pre-dilatation was done with a 1.5 x 12 mm and a 2.0 x 12 mm mini trek balloon catheter at 8 atmospheres. A 2.75 x 12 mm xience xpedition stent was then deployed at 10 atmospheres. A distal edge dissection was noted as the stent delivery system was being removed. Therefore, a 3.0 x 15 mm xience xpedition stent was implanted to treat the dissection. Timi iii flow was achieved without any residual stenosis. There was no adverse patient sequela reported. No additional information was provided.